Event description:
Consumer reported the string was not easily accessible for removal due to the pledget turning upside down inside her vaginal cavity. She was able to manually remove the pledget. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.